Manufacturer narrative:
The consumer is a (B)(6) male who (B)(6). The consumers preexisting medical condition states he has muscular dystrophy and has a fractured ankle. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the rubber on the left rear wheel was coming loose. Page 2 of the sell sheet, (B)(4), states that the weight limitation for the v20rlr wheelchair is 250 pounds, the consumer is (B)(6) over the weight limit. The dealer switched the wheel out right away. No injury alleged. RMA (B)(4) has been issued and the wheel will be returned to invacare for an inspection and evaluation.

Event description:
Customer alleged rubber came off the left rear tire. No injury alleged.